Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and epicardial lead system displayed intermittent out-of-range shocking impedance measurements.